Event description:
The reporting surgeon stated the pt developed corneal edema prior to the reported inflammation. This may indicate the event was related more to the cornea rather than to the intraocular lens.

Event description:
A surgeon reported that a pt developed postop inflammation following implantation of an intraocular lens (iol). Visual acuity is 20/400. The association between this event and the iol is not known.